Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the cartridge was leaking. Reportedly, a new cartridge was used to address the issue. Customer also reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy. Customer's blood glucose (bg) level was above 500 mg/dl with moderate ketones. A manual injection was administered to address elevated bg. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown and altitude alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cartridge leaking issue could not be verified, however, a different issue (cracked touch screen) was identified.